Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a 20 percent error, nine percent of the way through a procedure. The laser stopped firing at 600 of the 6,768 pulses. Internal energy was too high. The flap was created and the procedure was completed days later.

Manufacturer narrative:
Device was used for treatment. Sensor was received. Review of the non-conformance showed the issue is already known and addressed and investigation will be performed under this non-conformance. The most possible root cause for the reported error was determined to be a faulty label on sensor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Review of the logfiles for the day of treatment could confirm the occurrences of the reported warning message. This message occurred many times. It appeared during energy checks as well as during treatment after laser firing so the last treatment was aborted on that day. The root cause for the warning message could not be identified according to the logfile. During technical onsite visit, the field service engineer (fse) replaced a sensor as preventive measure, re-calibrated the energy table and performed a test. The system meets specifications per service installation record. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).